Event description:
Reportedly, the clips from the device were "cutting" the blood vessel. Additional info was received stating the clips were observed to be forming incorrectly and not loading properly. Procedure type: unk.